Event description:
It was stated that the air detection sensor was not working. There was no reported patient involvement.

Manufacturer narrative:
One suspect pump was returned for evaluation. Visual and functional tests were performed on the returned device. The reported event was duplicated. The probable cause of the reported problem is faulty air in line sensor.